Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this atrial lead micro-dislodged, and exhibited inadequate sensing and threshold measurements. During a device upgrade procedure, the lead could not be repositioned and was therefore surgically abandoned. A new lead was successfully implanted. No adverse patient effects were reported.